Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the c-34 error and replaced the defective vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed via system logs and reproduced when connected to a system. Visual inspection revealed no findings related to the reported event. When the iesu was tested on a golden system in normal mode, the c-34 error occurred on startup. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomed contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that c-34 error occurred multiple times during the surgery. This issue was not resolved by power cycle. Tse advised the caller to connect ac cable directly, but the issue persisted. The customer agreed to prepare external generator for surgery. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the surgical procedure was a partial kidney resection and the time the first surgical procedure performed was at 9:43. The procedure was completed with a third-party generator (force triad).

Event description:
Refer to h11 for follow-up information.